Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the cardiac ward of the hospital. The customer's blood glucose level went low because the cafeteria gave the customer the number of carbohydrates and they did not go over the menu themselves. Customer declined troubleshooting on the insulin pump as it was not an insulin pump issue. They needed someone to help getting out of resume and getting a new infusion set in there. The customer woke up with a blood glucose level of 42 mg/dl. Customer's blood glucose level kept going down because they did not know how to use the insulin pump. They infused the customer with a syringe of glucose. They put a drip in and their blood glucose level started to go up. The device was not returned.